Manufacturer narrative:
The technician replaced the hi low brake to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the hi low drive drifts. No injury reported.